Event description:
The patient was being treated with the interferential electrotherapy waveform when they complained of being shocked. According to the therapist the device intensity was being increased when the patient began to complain of discomfort. The therapist lowered the output intensity, checked the electrode connections, and increased the intensity. Once the intensity was increased for the second time the therapist reported that the device control display went "wavy" and the patient was shocked. The therapist applied a self treatment to his own arm and experienced the same resulting shock sensation. No injury was reported for the patient or the therapist.

Event description:
The therapist applied an interferential electrotherapy self treatment and experienced a shock sensation. The therapist was not injured.

Manufacturer narrative:
Conclusion: ifc waveform on channel 3 and 4 demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3 & 4), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted on channel 3 and 4, no anomalies were found. Q27 and q28 were leaky and were replaced. The unit meets all manufactures specifications after parts were replaced.

Manufacturer narrative:
Conclusion: ifc waveform on channel 3 and 4 demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3 & 4), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted on channel 3 and 4, no anomalies were found. Q27 and q28 were leaky and were replaced. The unit meets all manufactures specifications after parts were replaced.